Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign objects in the server plug-in, inside the light guide (lg) lens, a scratch on the adhesive around the objective lens and a crack was also noted on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable events specifically the scratch on the adhesive around the objective lens and the crack noted on the distal end was traced to component failure. However, the cause of the reportable events involving foreign objects in the server plug-in and inside the light guide (lg) lens could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.